Event description:
The device was implanted on 7/31/96, for intrathecal infusion of morphine for treatment of pain. On 11/11/96, the MFR's overseas international sales mgr notified the MFR of a problem with this device. The problem occurred on 9/4/96; however, this report had to be translated and the translation was not received by the MFR until 11/11/96. The report stated the following: on 9/4/96, it was discovered that the intrathecal catheter had migrated out of the intrathecal space and as a result, the device was flowing slower then expected. The pt had also experienced nausea, vomiting, myclonus and constipation. On 9/10/96, catheter revision surgery was peformed and the pt's dosage was temporarily decreased to 10mg/day. The report also stated that due to the catheter revision surgery and decreased dosage in the pt's morphine concentration, the pt's side effects and pain subsided. Additionally, the desired therapy has been reached and the problem appears to have been resolved. No further details are available.